Manufacturer narrative:
The consumer was rolling through the living room and allegedly felt the front part of the rollator drop forward. She allegedly lost her balance and fell and hit her head on the coffee table. The consumer alleges the left wheel unscrewed itself. The consumer stated that she rolled the unit in the home. She rolled herself towards the coffee table so she could move out of the way from a repair man. The consumer leaned to one side and the wheel allegedly came off (right) causing her to fall and hit her head on the coffee. The consumer went to the emergency room and received 16 stitches. The consumer stated that the incident occurred at the end of august. The consumer was standing up walking and was getting ready to sit into the unit. The consumer has received a replacement unit and the original unit was sent back. User manual 1148077 rev g (jun-10). RMA (B)(4) has been issued for the return of the device. The rollator model 65500 has no serial number provided. Therefore, the manufacturer and age of the device are unknown. User instructions 1148077 rev g (jun-10) is the latest revision for this device and will be used for this documentation. The user instructions provide warnings, cautions and instructions for all users. It is unknown if the consumer has fully read and understands the user instructions. On page 1 the following warning is given; "warning - do not use this product or any available optional equipment without first completely reading and understanding these instructions and any additional instructional material such as owner's manuals, service manuals or instruction sheets supplied with this product or optional equipment. If you are unable to understand the warnings, cautions or instructions, contact a healthcare professional, dealer or technical personnel before attempting to use this equipment - otherwise, injury or damage may occur." The consumers height is (B)(6) which does not meet the height limitations for the device. Model: rollator model: 65500, patient height min. / max.: 5'8" - 6'5". It is unknown if the consumer consulted a physician prior to using the rollator. The consumers medical condition, stability and medication regimen are unknown. The following warnings are provided. "Each individual should always consult with their physician or therapist to determine proper adjustment and usage." "A physical/occupational therapist should assist in the height adjustment of the product for maximum support and stability." The floor conditions in the room are unknown. The type of floor coverings are unknown. The consumers technique using the device is unknown. The following warnings are provided. "Do not use the rollator as a wheelchair or transport device. Walklites and rollites are not intended to be propelled while seated." "Do not rock the rollator while sitting on the seat." "The wheels and glide brakes must be in contact with the floor at all times during use." "The glide brakes are intended to provide additional stability while in the seated position. The glide brakes are not intended to be used for stopping the walklite during ambulation." The consumer weighs (B)(6). It is unknown if additional loading may have been a factor in the wheel coming off. The following warnings are provided. "Do not hang anything from the frame of the walklite or rollite. Items should be placed in the basket." "The basket has a weight limitation of 11 lbs (5 kg). Items placed in the basket should not protrude from the basket as this may cause the product to tip." "Always observe the weight limit on the labeling of your product. Check that all labels are present and legible. Replace if necessary." The maintenance history of the rollator is unknown. The following warnings are provided. "Make sure that all hardware is secure, attachments are securely tighten and locked in the open position, and that casters and moving objects are in good working order before using this or any mobility aid." The condition of the handgrips is unknown. It is unknown if the consumer was trying to reach at the time of the collapse and fall. The following warnings are provided. "If the walklite or rollite is exposed to extreme temperature (above 100 degrees f or below 32 degrees f), high humidity and/or becomes wet, prior to use, ensure handgrips do not twist on the walklite or rollite handles - otherwise damage or injury may occur." "Do not attempt to reach objects if you have to move forward in the seat. Reaching for these objects will cause a change to the weight distribution of the walklite or rollite and may cause the unit to tip, resulting in injury or damage." "Before attempting to reach objects or pick them up from the floor by reaching down between your knees, place feet securely on the floor. Use extreme caution when reaching for any object." It is unknown if the consumer was using non-invacare accessories. The following warning is provided. "Accessories warning - invacare products are specifically designed and manufactured for use in conjunction with invacare accessories. Accessories designed by other manufacturers have not been tested by invacare and are not recommended for use with invacare products."

Event description:
The consumer was rolling through the living room and allegedly felt the front part of the rollator drop forward. She allegedly lost her balance and fell and hit her head on the coffee table. The consumer alleges the left wheel unscrewed itself. The consumer allegedly sustained a cut on her right temple that required stitches.